Manufacturer narrative:
A medical article received on january 18 2024, contains information regarding the 3 patients that underwent a tavi procedure by transfemoral approach with a sapien 3 valve that presented vascular complications after the procedure, which were previously captured under this report number. However, the individual complaints identified in the article will be reported under separate report numbers. A supplemental report will be submitted to provide those regulatory report numbers when they become available.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2024-00987, 2015691-2024-00988, 2015691-2024-00990, 2015691-2024-00991, 2015691-2024-00992, 2015691-2024-00993, 2015691-2024-00994, 2015691-2024-00995, 2015691-2024-00996, 2015691-2024-00997, 2015691-2024-00998, 2015691-2024-00999.article reference: cakal b, cakal s, karaca o, yilmaz fk, gunes hm, yildirim a, guler y, ozcan ou, boztosun b. How accurate are manufacturers' recommendations in determining ineligibility for transfemoral transcatheter aortic valve implantation? Rev port cardiol. 2023 jan;42(1):31-38. English, portuguese. Doi: 10.1016/j.repc.2021.09.019. Epub 2022 oct 31. Pmid: (B)(4).

Manufacturer narrative:
As this is an article complaint, there is no indication that the devices would be available for return. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-10481. The dates of the events are unknown; however, according to the article the study period was from 2016 and 2019. For this reason, the first day of the reported study period (01-january 2016) was used as the occurrence date. This is one of two manufacturer reports being submitted for this case. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential risks or adverse events associated with the overall thv procedure and may require intervention. According to the literature review, and as documented in a technical summary written by ew, vascular complications are a well-recognized complication of the transfemoral thv procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent the transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as no relevant patient or procedural specifics were provided. However, it could be related to the events described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Article reference: cakal, sinem et al. ''Vascular complications after transcatheter transfemoral aortic valve implantation: modified sheath-to-femoral artery ratio as a new predictor.'' Anatolian journal of cardiology vol. 26,1 (2022): 49-56. Doi:10.5152/anatoljcardiol.2021.147.

Event description:
As reported by our affiliates in istanbul, through the review of the medical article: "vascular complications after transcatheter transfemoral aortic valve implantation: modified sheath-to-femoral artery ratio as a new predictor", corresponding author dr. Beytullah cakal from istanbul medipol university. In total, 223 consecutive patients undergoing tf-tavi between 2016 and 2019 were analyzed in this single-center study. The following event was identified: three patients that underwent a tavi procedure by transfemoral approach with a sapien 3 valve presented vascular complications after the procedure.